Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? Female. 2. What were the diagnosis and indication for the index surgical procedure? Laparoscopic myomectomy. 3. Where was the surgicel used (on what tissue)? Posterior wall of the uterus. 4. What were current symptoms following the index surgical procedure? Onset date? The patient had already discharged from the hospital and fully recovered. 5. What type of reoperation was performed? Was there any additional any surgical or medical intervention performed? Reoperation due to recurrence of uterine fibroid(leftover) performed. After detaching the adhesions and enucleating the myoma, the surgery was successfully completed. 6. What is physician¿s opinion as to the etiology of or contributing factors to this event? Because adhesion had occurred at application site of the surgicel powder, causal relationship is suspected. 7. What is the patient¿s current status? The patient was recovered and discharged. The following information was requested, but unavailable: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. Was there any intraoperative concurrent use of other products? 3. What is the lot number? 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 5. How much surgicel was used during the procedure? 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a female patient underwent a laparoscopic myomectomy on (B)(6) 2021 and absorbable hemostat was used. A few minutes after spraying the absorbable hemostat was washed off. No antiadhesion material was used after that. A reoperation was performed due to recurrence of uterine fibroid (leftover). During the laparoscopic reoperation, adhesions were found in the abdominal cavity. The adhesion site was close to the sprayed site of the absorbable hemostat. After detaching the adhesions and enucleating the myoma, the surgery was successfully completed. The patient has been recovered and was discharged from the hospital. There was causal relationship between the product and event. The physician believes that there was a causal relationship because the adhesion had occurred at application site of the absorbable hemostat, causal relationship is suspected. Additional information was requested

Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? What were current symptoms following the index surgical procedure? Onset date? What type of reoperation was performed? Was there any additional surgical or medical intervention performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course? What is the patient¿s current status?